Manufacturer narrative:
(B)(4). Date sent: 05/25/2016. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during unknown procedures the surgeons felt that the device was too springy. Procedure was completed with the same device. There were no patient consequences reported.